Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the bubble generator to resolve the leak.

Event description:
A customer reported to beckman coulter (bec) hotline support that liquid was observed under the reagent probes on the drip tray of their unicel dxc 800 pro synchron system. While priming the instrument, the customer observed a leak, described as splattering, from reagent probe a. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore gloves, eye wear, and a lab coat while operating the instrument.